Event description:
It was reported that the lead had increasing impedance. There were 36 reported shocks delivered within three hours. The lead was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. We did receive performance data collected from the device. Analysis of that data revealed noise, increased ventricular pacing impedance of 936 ohms, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed.